Manufacturer narrative:
Evaluation of the explanted fossa component indicated that the fossa and mandibular components were not placed in their intended positions relative to one another. This malposition was possibly a contributing factor to the loosening of these bone screws.

Event description:
The bone screws in the left fossa component had become loose and the surgeon elected to remove the device.